Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red abrasions from the holster rubbing against skin. Patient red spots under the therapy electrodes. Patient advised the front therapy electrode was leaking gel. Belt was replaced. Patient reported that a physician advised to end use. Follow up indicated that the skin irritation was improving.